Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1. 3005168196-2020-00180, 3005168196-2020-00181, 3005168196-2020-00183.

Event description:
The patient was undergoing a coil embolization procedure to treat a pericallosal aneurysm using penumbra smart coils (smart coils), penumbra smart coil detachment handle (handle), a non-penumbra coil and a non-penumbra microcatheter. It was reported that the patient anatomy was tortuous with a loop in the carotid arch. During the procedure, while advancing the smart coil into the target vessel using the microcatheter, the smart coil kicked the microcatheter out of the aneurysm; therefore, the smart coil was removed. It was reported that the physician mentioned that the smart coil was "stiff". Next, the physician attempted to advance another smart coil; however, the smart coil would not advance out of its introducer sheath and was therefore removed. The physician then advanced a new smart coil into the aneurysm and used the handle to detach it. However, the smart coil failed to detach after three to four attempts. The physician then attempted to manually detach the smart coil by pulling the pull wire, but it was unsuccessful. The physician then removed the pusher assembly of the smart coil not realizing that the smart coil had unintentionally detached. While advancing the non-penumbra coil through the microcatheter, the physician experienced resistance and attempted to reposition the coil. At this point, the physician realized that the previous smart coil was detached inside the microcatheter. Therefore, the physician used the other coil to push the detached smart coil out of the microcatheter and into the aneurysm. However, the proximal end of the smart coil flipped out of the aneurysm and into the parent vessel. Therefore, the physician used a snare device to retrieve the detached smart coil but it was unsuccessful. A stent device was then placed to secure the smart coil. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.